Event description:
It was reported that the patients ipg was explanted due to non-target stimulation. The explanted ipg was not returned.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.